Manufacturer narrative:
Concomitant medical products: guidewire: traverse, guide catheter: heartrail il3.5, balloon catheter: lacrosse, powered lacrosse, sheath: terumo. One non-sterile 3.0/10mm durastar ptca balloon catheter was returned for analysis. The shaft was kinked 8.5cm from the distal end; this could be related to the return shipping conditions. The balloon had been inflated. Blood residues were observed on the hub and guidewire inflation lumen; contrast medium residues were observed inside the balloon. A burst was found on the outer body. A guidewire was inserted into the guidewire lumen and no resistance or friction was felt. Pressurized water was applied and a leakage was observed near the transition seal area; however, the balloon could be inflated. Sem analysis showed that both the transition seal and the proximal seal presented no evidence of blockage or any other anomaly that could be related to the reported failure. The sample exhibited no evidence of internal or external surface material damage. This shaft burst failure exhibited no other surface anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot found: (B)(4). The balloon burst was not confirmed since the balloon could be inflated but a shaft burst was confirmed during analysis. Although the root cause has not been conclusively determined; actions were previously opened to address this type of failure. This additional complaint does not change the severity ranking or occurrence rates so no additional actions will be taken at this time.

Event description:
The target lesion was the mid to distal lad. The lesion was a de novo, heavily calcified and slightly tortuous. There was 90% stenosis. The procedure was an elective case. A guide wire crossed the target lesion and pre-dilation was conducted with a competitor's product. And then a stent (xiencev) was implanted at the target lesion. Durastar (3.0/10mm) was delivered to the target lesion for post-dilation although there was friction while advancing the balloon through the xience implanted at the mid lad. Excessive force was not used while advancing the balloon. However, while the durastar balloon was being inflated, the physician confirmed that the balloon ruptured at 8-10atm as contrast medium leaking from the balloon. Therefore post-dilation was conducted with a competitor's balloon (product unknown) without issues, and the procedure was finished successfully. There was no patient injury reported. The product will be returned for analysis. Addendum 7/28/2010: the product was returned and the rupture was noted on the shaft, not the balloon.